Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/correction. H6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required. Device identification correction. Rga availability correction.

Event description:
It was reported that a broken sensor wire occurred. The date of the event is an approximation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).